Event description:
Provider states, the brake is not working on the left motor. Provider states, the end user alleged was going down hill in the chair and she fell with the chair. Provider states no property damage or alleged injury. Provider states, the motor was not making any noise but the chair is still moving but if you pull brake on the left side the chair will move to the right side and provider stated, the left motor is not working. Provider states end user weighs maybe between (B)(6) pounds.